Manufacturer narrative:
The customer reported the unit was failing the defib test and getting a critical device error which could indicate an inability to deliver energy. The unit was evaluated locally. The processor pca was replaced to resolve the issue.

Event description:
The customer reported the unit was failing the defib test and getting a critical device error which could indicate an inability to deliver energy.